Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic start right representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer stated that over the weekend, he had blood glucose of 328 mg/dl and took a bolus. Two hours later, his blood glucose went up to 402 mg/dl. The customer stated that his blood glucose went down to 200 mg/dl again and when he woke up he was 98 mg/dl. The customer declined help from helpline.